Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from (B)(6) department at (B)(6) with the broken products that have come through cleaning process. Descriptions of the actual damage have not been provided and will be followed up. How they broke is also not detailed.